Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had large air gas in the IV tubing during infusion administration. The air sensor did not alarm. The issue occurred during infusion of total parental nutrition. There were no reported adverse events.